Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that site 19 screw retained implant crown is loose and has come off. Patient came in with broken loose crown. Retention screw is fractured at the junction of the internal hex and screw. Patient will return for replacement of screw and implant crown.